Manufacturer narrative:
Product ID: 8703w, lot# l36762, product type: catheter. (B)(4). Final pump analysis revealed pump/motor gear train anomaly with corrosion and or wear and or lubrication; pump motor gear train anomaly/stall due to shaft bearing.

Event description:
It was reported that the pump was replaced to avoid in-vivo battery depletion. The pump was at eri. There was no patient injury and the patient recovered without sequela. The device system was used to deliver morphine and baclofen.